Manufacturer narrative:
The lens case was returned fully disassembled. The lens was returned outside the lens case adhered by solution to the lens case base. Solution was dried on the lens. The lens was cleaned for further evaluation. The optic has a deep scrape mark on the anterior side between the optic edge and center of the lens. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. No cartridge was returned for evaluation. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The lens was returned outside of the fully disassembled lens case adhered by solution to the lens case base and was not returned in a cartridge as described for evaluation. The qualified associated cartridge was not returned for evaluation. The returned lens was cleaned for further evaluation. The optic has a deep scrape mark on the anterior side. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The lens dimensions are acceptable using an approved (plan view) template. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens did not load properly. Additional information was provided stated that lens was stuck in the cartridge and possible injector issue, it was unsure if it was the lens, cartridge or the injector was being used there was no patient harm and the surgeon prognosis was good. The patient was not hospitalized.